Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the alinity I processing module was generating instrument error messages of 1402: unable to process the measurement item(s). Error reading photometric value after activation, 1196: unable to process measurement item(s). No signal peak, 1403: unable to process measurement item(s), final luminescence intensity error. It was reported that discrepant alinity I ca 19-9xr and alinity I scc occurred and the customer provided the following data: sample ID: (B)(6) alinity I scc result was <0.1 ng/ml, retested on another analyzer was 2.3. Sample ID: (B)(6) alinity I ca 19-9xr initial result was 14.86 u/ml, retested on another analyzer was 139.16. The customer confirmed that the retest results were the correct results. The customer could not confirm if any patient impacted by ca 19-9 results have a pancreatic cancer diagnosis of if any patient impacted by scc results have a diagnosis for squamous cell carcinoma. It was reported that after the trigger reservoir level sensor replaced that no further errors have occurred. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The alinity I, serial # (B)(6) was evaluated and after troubleshooting it was determined that the trigger alnty ci snsr bsl required replacement. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional service tickets associated with the customer reported event. A review of tracking and trending did not identify a trend for the alinity I, serial # (B)(6) or trigger alnty ci snsr bsl with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the trigger alnty ci snsr bsl is it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported that the alinity I processing module was generating instrument error messages of 1402: unable to process the measurement item(s). Error reading photometric value after activation, 1196: unable to process measurement item(s). No signal peak, 1403: unable to process measurement item(s), final luminescence intensity error. It was reported that discrepant alinity I ca 19-9xr and alinity I scc occurred and the customer provided the following data: sample ID: (B)(6) alinity I scc result was <0.1 ng/ml, retested on another analyzer was 2.3. Sample ID: (B)(6) alinity I ca 19-9xr initial result was 14.86 u/ml, retested on another analyzer was 139.16. The customer confirmed that the retest results were the correct results. The customer could not confirm if any patient impacted by ca 19-9 results have a pancreatic cancer diagnosis of if any patient impacted by scc results have a diagnosis for squamous cell carcinoma. It was reported that after the trigger reservoir level sensor replaced that no further errors have occurred. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.